Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was required maintenance. A field service engineer confirmed with customer the issue was resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie was broken and maintenance required. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.